Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was intermittently fluctuating. Additionally, it was reported that there was missing data points on the continuous glucose monitor (cgm) graph. At the time of the report, the cgm graph began displaying data points successfully. Customer's blood glucose level was not impacted.